Event description:
It was reported that while the ventilator was connected to a pt, an oxygen alarm was generated, a strange noise was produced and the displayed flow curve had spikes. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).